Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2012; 6949 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) did not meet expected longevity. It was noted that the right and left lead outputs were high. When the left ventricular (lv) lead was checked through the analyzer the thresholds were acceptable. The device was explanted and replaced, and the lv lead is still in use. No patient complications have been reported as a result of this event.